Event description:
The patient was on a cardiac monitor. Her heart rhythm changed from sinus to bradycardia then to asystole. According to the nurse her statview pager/receiver was not working at all. She did not get a page when the patient's rhythm changed. The rhythm showed up on the other nurses pagers but they did not get an audible alarm to let them know what was happening. The patient was admitted to the system correctly and all the alarms turned on on the EKG machine properly. A code was called and the patient was resuscitated and transferred to the intensive care unit. The pager/receiver that was not working was changed out by the nurse for another one and the non working pager/receiver was sent to clinical engineering.